Manufacturer narrative:
Device has not been returned. Should the device be returned, a follow up submission will be completed. Pending product return.

Event description:
It was reported that there was excessive noise coming from ventilator, specifically, the time delay relay. The problem was found during regularly scheduled testing and no patient involvement reported.

Manufacturer narrative:
A device history record (DHR) review was conducted. The DHR review found no nonconformance that could cause or contribute to the reported issue. The unit was evaluated when the device was returned and the issue reported was confirmed - the unit did not cycle when turned on. During evaluation, it was found that the emergency vent did work when depressed. When the unit was opened, the fluidic controls were still present indicating that unit had not been overhauled. Additionally, the cap on the exhalation surge tank was not attached allowing a gas leak. When the cap was forced back down on the surge tank the unit began to cycle again. . Therefore, the reported issue was due to the cap on the exhalation surge tank coming off causing the unit to stop cycling. This is due to the customer not following the instructions for use to have the unit overhauled every two years. The unit has been overhauled to factory specifications.